Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 500mcg/ml baclofen at an unknown dose via an implantable infusion pump for intractable spasticity. It was reported that there was a code 99 in the logs indicating an inadvertent stopped pump since the last update. The last update was (B)(6)2019. The patient went to the emergency room with increased spasticity and the pump was audibly alarming. No further complications were reported.

Manufacturer narrative:
Product ID a810, serial# unknown. Product type software. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare provider (hcp) via a company representative (rep) noted regarding the cause; technical services reported the pump was not given enough time to update upon the last refill. Actions/interventions included the pump was turned on. It was noted the rep only saw this patient in the ER so it was unknown if the pump being stopped had been resolved. The patient¿s weight at the time of the event was not provided. No further complications were reported.